Event description:
Reportedly, on (B)(6) 2025, the error message "synergy programmer software stopped working" is displayed at the end of smartcheck of eno devices.

Manufacturer narrative:
Analysis of the provided files confirmed the reported event as crashes occurred at the end of 4 smartcheck tests. The crashes occurred after the test phase, before the "stop" button was changed to "start", and before the egm&markers were redrawn. Smartcheck were finally successful after these crashes. The main origin of these crashses could not be established with certainty. The most probable hypothesis is that an issue related to the reply programmer or smarttouch platform from unknown origin caused the reported behavior. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The provided files are still under analysis, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the error message "synergy programmer software stopped working" is displayed at the end of smartcheck of eno devices.